Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was sticking out of the skin. The patient underwent a revision procedure wherein the ipg pocket site was relocated and was doing well postoperatively.